Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the staff noted the sheath was faulty, and blood was leaking continuously. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned sample. The serial number on the returned original packaging box is (B)(6). The sample was returned in a brown cardboard box and was loosely packed within the original packaging tray. Returned with the sample were supplied semi-finished kit components including 60cc luer-slip syringe, short/long arterial pressure tubing, 40cc inflation driveline tubing and semi-finished insertion kit; the returned semi-finished insertion kit appeared completely sealed and unused. The sheath in question was not returned with the sample for the investigation. Upon return, the peel away sheath was partially covering the proximal end of the bladder, with the distal end of the peel away sheath was noted at 24.1 cm from the iabc distal tip. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Upon further inspection, kinks to the central lumen were noted at 10.1 cm and 11.3 cm from the iabc distal tip. The returned ap tubing was noted slight bent. No blood was noted on the returned iabc or the returned components. No blood was noted within the helium pathway. Additionally, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray upon receipt of the sample. The arrow sticker was noted being ripped/damaged. This packaging sticker is not to be removed or tampered with. The instructions for use (IFU) states: "1. Connect one-way valve to male luer on short driveline tubing attached to iab. Insert supplied syringe into one-way valve. Slowly aspirate a full syringe of air. Precaution: the one-way valve will maintain vacuum on the balloon and must remain in place until is fu lly inserted. Remove syringe. 2. Remove catheter from tray, keeping it in line with balloon membrane. 3. Grasp catheter close to tray and pull it straight out of the holding sleeve. Note: keep catheter level with tray. Do not lift or bend during removal." The bladder thickness was measured at six points. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a cut consistent with contact from a sharp object was noted approximately from 5.9cm to 6.4cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance at approximately 8.7cm and the guidewire could not advance at approximately 10.1cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iab luer. The guidewire met resistance at approximately 10.7cm and 16.3cm from the iabc luer end. The guidewire could not advance at approximately 73.8cm from the iab luer end. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "sheath was faulty and blood was leaking continuously" is not able to be confirmed. The sheath in question was not returned with the sample. The returned semi-finished insertion kit was completely sealed and unused. Unrelated to the reported complaint, the iabc bladder was found with a leak consistent with contact from a sharp object. Upon return, the original packaging tray was noted with damage to the "arrow" packaging sticker which retains the iabc bladder in the packaging tray. This damage indicates the iabc was not prepped correctly per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause is customer handling. This will be monitored for any developing trends. Other remarks: n/a corrected data:

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the staff noted the sheath was faulty, and blood was leaking continuously. As a result, a new iab was used and inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No part has been returned to teleflex chelmsford for investigation. The reported complaint that the "sheath was faulty and blood was leaking continuously" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted, the staff noted the sheath was faulty, and blood was leaking continuously. As a result, a new iab was used, and inserted using the same insertion site. There was no report of patient complications, serious injury, or death.